Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. A 2 year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 99 devices, for this device family and failure mode. During this same time frame 1,051,986 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-100, airseal 12/100mm port was being used on (B)(6) 2023 and ¿during surgery for prostate cancer, ias12-100 cracked and some of the fragments fell into the patient's abdominal cavity, but the fragments were not removed in time and remain in the patient.¿. This report is being raised on the basis of injury due to patient retaining fragments of the device.

Event description:
The sales representative reported on behalf of the customer that the ias12-100, airseal 12/100mm port was being used on (B)(6) 2023 and ¿during surgery for prostate cancer, ias12-100 cracked and some of the fragments fell into the patient's abdominal cavity, but the fragments were not removed in time and remain in the patient.¿ this report is being raised on the basis of injury due to patient retaining fragments of the device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.